Event description:
A customer contacted stryker to report that their device is not completing the initial boot-up cycle. In this state the device would be inoperable and defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate and verify the reported issue. Stryker determined that the cause of the reported issue was due to system pcb assembly. Due to part obsolescence, the device connot be repaired at this time. The device was returned to the customer without repair per customer request. The root cause of the reported issue was determined to be the failed/faulty system pcb assembly.

Event description:
A customer contacted stryker to report that their device is not completing the initial boot-up cycle. In this state the device would be inoperable and defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.